Event description:
Revision surgery occurred on (B)(6) 2026, due to instability. Original surgery occurred on (B)(6) 2025, and shoulder prosthesis consisting of djo altivate reverse components only has been implanted. After failure of djo humeral implant, first revision surgery for this patient was performed on (B)(6) 2026, and following lima reverse humeral components were implanted: cementless finned stem l.80mm (pn 1304.15.180, lot. 22523308, ster. (B)(4)) 140° humeral body reverse (pn 1352.15.011, lot. 2525679, ster. (B)(4) reverse liner std dia. 36 mm (pn 1360.54.810, lot. 24at3aq, ster. (B)(4) second revision surgery, hereby reported, occurred on (B)(6) 2026 due to instability. Above-mentioned reverse liner and humeral body were removed and replaced with new humeral body (pn 1352.15.011) and reverse liner std dia. 40 mm (pn 1365.54.811). Pre-existing djo glenosphere dia36mm was also replaced with a bigger one (dia40mm). Surgery was completed as intended. Patient is male, date of birth (B)(6)1963. The event occurred in the united states.

Manufacturer narrative:
Revie wof manufacturing records for involved batches did not highlight any pre-existing anomaly or non-conformity relevant to the issue. The manufacturer will submit a final report as soon as the investigation is completed.